Event description:
No additional information is available

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(6) three times as documented in the repair reports. The last repair was may 19, 2017 where it was reported that the comb was damaged/cutters blunt and the ball detent, roller, bushings, side plates, comb, and roller gear were replaced. This is a related issue. On may 20, 2019, it was reported that the device had damaged comb. Per follow up, the cutters were also blunt. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher by zimmer biomet australia on may 20, 2019 revealed that the pre-tests could not be performed due to the bent comb. The roller, roller gear, and detents were worn. There were file marks on the hinges and side plates. The set screw in the handle was not original and the ratchet gear, pin, and spring needed replaced. There were two roller gear shield bolts that were non-original and needed to be replaced. 1.5:1 ratio cutter, serial number (B)(6) produced a passing sample mesh. Repair of the skin graft mesher was not performed as the device was returned to the customer unrepaired at their request as they have purchased a new mesher. It was inspected and tested. Notification number 300172034 dated 5/20/2019. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what caused the comb to become damaged. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the blunt cutters could not be determined with the information provided because the one cutter that was returned with the device was not damaged and produced a passing sample mesh. The device was returned to the customer without repair per the request of the customer as they bought a new mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that skin graft mesher had damaged comb and cutters were blunt. Event timing was during biomedical engineering test/check. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft mesher had damaged comb. Event timing is unknown. No known patient consequences were reported. No adverse events were reported as a result of this malfunction.